Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.6 cm diameter abdominal aortic aneurysm. Diameter of upper proximal neck and the aneurysm entry were both 23 mm. The proximal neck length by centerline was 20 mm. It was reported that a type 1a endoleak was observed by dsa (digital subtraction angiography). The doctor intended to perform touch-up again on the proximal side, the rep in the next room asked the doctor to avoid excessive ballooning; however, the doctor greatly inflated the reliant balloon so that the balloon was expanded beyond the fabric to reach the suprarenal stent, almost making the blood vessel into ¿dog bone¿ shape. Eventually, a rupture occurred below an accessory left renal artery. The accessory left renal artery was then occluded, and endurant cuff was implanted just below the main left renal artery. The procedure was completed and the rupture and type 1a endoleak were resolved. The physician stated that the event seemed to be caused by excessive inflation of the balloon, and it was not attributed to the stent graft or the balloon catheter. No additional clinical sequelae were reported and the patient is fine.